Event description:
Product was returned for evaluation. Return fields in oracle state: left rigging won't lock; spring does not engage to lock rigging. Underlying cause could not be determined. Dealer is stating that the elevating leg rests are hitting the seat frame.

Event description:
Dealer is stating that the elevating leg rests are hitting the seat frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle state: left rigging won't lock; spring does not engage to lock rigging. Underlying cause could not be determined.